Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2016. Device evaluation: visual analysis of the returned device identified: crease flat, three openings curved on the anterior and the weight the device within specification. A microscopic analysis was performed which identified: three striated openings on the anterior. Based on the device analysis the final assessment is: three striated openings due to surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "any creases". Device has been explanted.